Manufacturer narrative:
Service replaced the beads mixer paddle, the sample probe, the sample probe liquid level detection (lld) printed circuit board (pcb), and the sample probe seal. The customer had no further issues after the service visit. The investigation determined the cause of the event was a defective sample probe lld pcb.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for probnp and 2 patient samples tested for procalcitonin (pct) on a cobas 6000 e 601 module. Patient 2 initial pct result was 0.869 ng/ml. The repeat on a different module was 2.13 ng/ml. Patient 3 initial pct result was 0.601 ng/ml. The repeat on a different module was 1.17 ng/ml. Patient 4 initial probnp result was 246 pg/ml. The repeat on a different module was 624 pg/ml. Patient 6 initial probnp result was 508 pg/ml. The repeat on a different module was 1038 pg/ml. Patient 8 initial probnp result was 15 pg/ml. The repeat on a different module was 1338 pg/ml. Patient 9 initial probnp result was 12672 pg/ml. The repeat on a different module was > 35000 pg/ml. Other patient samples were run at the same time and multiple alarms were generated such as pipetting alarms and "abnormal low signal" alarms; there were no alarms generated for these patient samples. The questionable results were reported outside of the laboratory. The reagent lot numbers with expiration dates were not provided.